Event description:
A malfunction code, malf 15, was reported, and the issue did not adversely impact the customer's blood glucose level. The customer contacted technical support, who assisted with resetting the pump. Despite this, the malfunction persisted. Consequently, the pump was under warranty, and technical support arranged for a replacement pump. The customer, advised on storage mode and return procedures, understood the instructions and planned to contact their healthcare provider regarding a backup therapy.